Event description:
The patient alleged that a cassette fluid leak occurred before the diagnosis of peritonitis. He states that after treatment, when he was removing the cassette from the cycler he noticed fluid on the domes inside the cycler. No sample is available. The patient developed new onset of periumbilical and epigastric abdominal pain. A few days later, on (B)(6) 2012, the patient presented to the hospital with abdominal pain and was admitted with a diagnosis of rule out peritonitis. At the time of admission, pd effluent labs were drawn which showed cloudy effluent. Patient was started on intraperitoneal (ip) antibiotics of ceftazidime and cefazolin. On (B)(6) 2012, patient was discharged to home with diagnosis of peritonitis. The final culture results showed no growth. Patient continued on ip antibiotics for 21 days.

Manufacturer narrative:
Medical records were received and reviewed by the manufacturer and information is provided in this report.